Manufacturer narrative:
The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The graftmaster device referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a left anterior descending (lad) artery that presented with non-st elevated myocardial infarction and hypotension. The first (3x28mm) and second (3x18mm) skypoint stents were implanted without issue. The 3rd (2.5x18mm) skypoint was advanced to the diagonal artery (dx) and implanted without issue. However, after implanting the 3rd (2.5x18mm) skypoint in the dx, it was then noted that there was a perforation caused by the first (3x28mm) skypoint stent in the lad. A 2.8x26mm rx graftmaster (gm) stent was decided to be used to treat the perforation. The gm stent was advanced but failed to cross initially due to the flared stent struts of the implanted (2.5x18mm) skypoint in the dx, but ultimately crossed in a second attempt (gm stent was removed and reinserted). Once the gm stent was implanted, the perforation was sealed successfully. But then there was acute thrombus that presented in the gm stent. Patient experienced chest pain. The thrombus was treated with 2 additional (2.5x12mm and 3x12mm) skypoint stents and medication for the chest pain. Patient was fine afterwards, there were no other issues presented. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of perforation is listed in the xience skypoint everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.